Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: "jaws eventually opened to remove device, no adverse patient outcome." Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the device jaws eventually open?

Event description:
It was reported that during an unknown procedure, the device after stapling the left renal artery/vein, the stapler would not open it's jaws. There was no adverse consequence to the patient reported.